Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking around the o-ring. Customer changed the cartridge. Customer's blood glucose was under 198 mg/dl.